Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Details are listed in the attached abstract. Device was implanted at time of event. Section b3: date of event has been entered as (B)(6) 2025 same as published date since the date of data collection was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Author information: liquori, c. J., d¿alessandro, d. A., coglianese, e., & drezek, k. (1ad). Is there a ¿good ventricle¿ for vad: the impact of left ventricular geometry on outcomes after magnetically levitated lvad (ml-vad). Rightfind. Https://www.rightfind.com/vlib/order/instantorderview.aspx?clientid=10979&extid=859bc066-734b-42f9-b320-0c5f2a16080f cardiac surgery, massachusetts general hospital, southwick, massachusetts, united states manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcome could not be conclusively determined through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article titled ¿is there a ¿good ventricle¿ for vad: the impact of left ventricular geometry on outcomes after magnetically levitated lvad (ml-vad)¿ tat heartmate 3 patients experienced renal failure, mortality, post-operative bleeding, and right heart failure. The retrospective analysis was conducted at a single center on patients undergoing ml-lvad implantation from (B)(6) 2016 to (B)(6) 2025. A total of (B)(6) patients were included in the analysis. The primary focus of this study was on the impact of left ventricular end-diastolic diameter (lvedd) on post-operative outcomes following ml-lvad implantation, with bsa and sex included as covariates to account for their potential confounding effects. It was reported that pre-operative lvedd was significantly associated with renal dysfunction, with larger lvedd linked to a lower risk of developing renal complications post-operatively. Importantly, bsa and sex were included as covariates to account for potential confounding effects, but neither variable influenced the relationship between lvedd and renal dysfunction. Beyond renal dysfunction, lvedd did not show a significant impact on other post-operative outcomes, including mortality, bleeding, right heart failure, length of stay, or intensive care unit (ICU) duration.